Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One viewflex xtra ice catheter was received for evaluation. No visual anomalies were noted at the tip of the catheter. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During an atrial fibrillation procedure, a femoral vein perforation occurred. Upon injecting contrast, the dye was noted to collect in the chest. The catheter was first used with a short 10 sheath. The sheath was then replaced with a long 10 sheath. Fluoroscopy confirmed a femoral vein perforation. The physician is not sure when the perforation occurred but noted that the anatomy was difficult. The procedure was aborted and the patient is stable with no intervention needed to treat the perforation. There were no performance issues with any abbott device.